Manufacturer narrative:
Correction: the remb handpiece, sn# unknown was reported in error.

Event description:
The user facility reported that the device overheated during a case prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during a case. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.